Manufacturer narrative:
Ous MDR.

Event description:
Our MDR - after an implant duration of about 9 months, oversensing with inappropriate shocks was reported. It was reported that only the ICD was explanted. Therefore, all available info suggests this lead is still implanted.